Event description:
It was reported that the procedure was to treat lesions located in the circumflex (cx) and the left anterior descending (lad) artery. A long fielder guide wire was advanced into the cx with an over-the-wire balloon for backup. The fielder guide wire was removed as it had caused a dissection. A non-abbott guide wire was advanced into the distal cx, after which cx was stented from distal to proximal with 3 xience xpedition stents (2.5x28, 3.0x28, 3.5x15 mm). The stents in the proximal and mid cx was then post-dilated with an nc trek balloon. At this point it was determined that the proximal edge of the dissection was not stented; therefore, a 3.5x18 mm xience xpedition stent was deployed proximal to cover the edge of the dissection. Pre-dilatation was then performed on the lad. The lad was stented with a 2.75x33 mm xience xpedition stent distally and a 3.0x33 mm xience xpedition stent in the mid portion. After deployment of the lad stents, no re-flow was noted in the distal vascular bed for which medications were administered. A large type 3 perforation was observed in the distal lad. Balloon inflations were performed to achieve hemostasis. While the balloon was inflated in the lad, protamine was given for heparin reversal. IV blood transfusion was started along-with heparin and IV fluids. Bedside echocardiography confirmed development of a new pericardial effusion so a pericardial drain was placed and aspiration was performed. An attempt was made to cross to the perforation in the lad with a 3.5x26 mm graftmaster stent; however, it would not pass through the ostium of the lad.

Manufacturer narrative:
(B)(4). Case description continued: the ostium was sequentially dilated with 2 nc trek balloons (3.5x20 and a 4.0x20 mm); however, was still unable to cross with the graftmaster stent. A 3.0x26 mm graftmaster stent was then advanced into the distal lad and deployed at 12 atmospheres. Since protamine had been given, it was noted that the cx had become thrombotically occluded. A non-abbott guide wire had been left in the cx throughout the case, so an aspiration catheter was advanced into the cx. Multiple runs of aspiration thrombectomy were performed restoring flow to the cx. Due to the multiple dilatations necessary to advance the graftmaster stent the ostium of the cx had become stenosed, likely due to a plaque shift with a small dissection. The ostium of the cx was then stented in overlapping fashion into the left main with a 4.0x12 mm xience xpedition stent after which post-dilatation was performed. At the end of the case, the lad remained occluded proximally and the cx and right coronary artery were patent. Of note: the patient developed chest pain at several points throughout the case, including balloon inflation in the lad, perforation of the lad, and thrombotic occlusion of the ostium of the cx and became hemodynamically unstable after the perforation of the lad occurred. No additional information was provided. Concomitant product: stents: xience xpedition (2.5x28, 3.0x28, 3.5x15, 3.5.18 mm). The reported dissection and angina are listed in the instructions for use (IFU), in the adverse effects section as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatment appears to be related to the operational context of the procedure. The additional devices referenced are being filed under separate medwatch reports.